Event description:
Handle has cracked. Item returned in loan kit. No other information given. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
The complaint states that the handle has cracked. Item returned in loan kit. No other information given. Following investigation by the supplier, it was identified that chemical attack was likely to be causing the cracking of the handle material during hospital processing. A new material is now to be used following recommendations from the raw material supplier. The complaint shall be closed with a justified conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.